Manufacturer narrative:
Correction to h6; investigation findings, investigation conclusion. The complaint that the deployed valve exhibited paravalvular leak was confirmed based on the provided imagery. Due to the unavailability of the valve serial number, a DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per imagery review, a slight waist was observed on the deployed valve, which indicated that the deployed valve was likely under-expanded. Furthermore, the presence of calcification on the native annulus can create irregular contact between the pvl skirt and the target site, resulting in paravalvular leak. In this case, available information suggests that patient factors (calcification) and/or procedural factors (under-expanded valve) may have contributed to the complaint event.

Event description:
Additional imagery was provided that indicated that paravalvular leak was observed prior to bav (post-dilation). After the bav (post-dilation), the paravalvular was reduced, and valve was expanded in diameter.

Manufacturer narrative:
Correction to h6; investigation findings. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over, the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is the break down due to mechanical damage, such as from heart-lung bypass or as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest valve under sizing, moderate paravalvular leak (pvl), and/or medication may have caused or contributed to this event. May have caused or contributed to this event. A review to edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A pra and a CAPA were initiated to document the investigation and assess associated risk for this event.

Manufacturer narrative:
Correction to b3. Update to b5 and h6 (impact code).

Event description:
A balloon aortic valvuloplasty (bav) was performed with an additional 2 ml contrast solution and the paravalvular leak (pvl) was reduced. The patient will continue to be monitored.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
The patient underwent a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position and a 20 mm sapien 3 ultra resilia valve was implanted. On an unknown date, a diagnosis of hemolytic anemia was made. Follow-up echocardiography showed mild paravalvular leak (pvl). The patient was not on dialysis. The valve serial number was unknown. After valve deployment, trivial to mild pvl was noted, for which no treatment was provided. The degree of pvl was more than expected due to under-sizing, which resulted in hemolytic anemia. If the pvl worsened or hemolytic anemia became uncontrolled, balloon aortic valvuloplasty (bav) would be considered. A blood transfusion was performed to treat the patient. Per medical opinion, the under-sizing might be involved in the onset of the event.

Manufacturer narrative:
Update to b5 and h6.

Event description:
Additional information was provided that indicates the paravalvular leak (pvl) at the time of diagnosis was mild to moderate. The patient was prescribed medication.before balloon aortic valvuloplasty (bav), the pvl was moderate. The bav was performed twice with a 20mm commander delivery system with an additional 1 ml contrast solution, not an additional 2 ml contrast solution. As a result, the pvl was reduced to mild. As no improvement was observed, surgical aortic valve replacement (savr) was scheduled for (B)(6) 2024.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 20mm sapien 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering could not perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and reviewed by edward's imaging specialist; however, it was difficult to confirm whether there was a paravalvular leak. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation manual, patient screening manual, and procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of a deployed valve exhibiting paravalvular leak was unable to be confirmed due to the unavailability of relevant imagery and/or medical records. Due to the unavailability of the valve serial number, a DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors that could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As reported, "after valve deployment, trivial to mild pvl was noted, for which no treatment was provided", and "valve deployment contrast solution volume was +1cc. After valve deployment, trivial to mild pvl was noted, for which no treatment was provided", and "per medical opinion, it seemed that hemolytic anemia occurred in cases of when a smaller valve was selected (under sizing) in consideration of only the annuls area, although a large size valve could also be used based on the anatomical characteristics of aortic valve complex". As noted, the patient had a valve area of 341.0 mm2, which was within the recommendation range for thv size 20mm, so the undersized thv was eliminated. In addition, it was noted that the patient had mild aortic valve calcification. Bulky calcification can create irregular contact between the pvl skirt and the target site (native annulus), resulting in paravalvular leak. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor corrective or preventative actions are required at this time.